Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by a customer that the spin collar is not secure and is dislocating from the tip of tubing set. Spin collar portion is moving up and down tubing and therefore is not accurately helping to lock the tubing in place.